Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's right eye due to broken haptic noted upon insertion. The capsular bag was torn during lens removal. Another lens of different model was implanted successfully. The patient's prognosis was reported as "doing well, best corrected vision 20/30". Reference MDR# 1119279-2014-00278 for the intraocular lens.